Event description:
It was reported by the customer that their insulin pump battery cap is damaged and they are unable to remove it. Customer also stated they do not recall any significant events that lead to the damage or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 125 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. The insulin pump was received with stripped battery cap coin slot. Unit was also received with cracked case at the display window corner, cracked reservoir tube lip, scratched lcd window, scratched case and cracked battery tube threads.